Event description:
Procedure type: hysterectomy. According to the reporter: upon removing the device from the cavity, the needle became dislodged and detached. The needle fell into the pt's cavity but was retrieved. A new dlu was opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4)